Event description:
A report was received that several contacts on the patient¿s lead were showing high impedances and the ipg was not holding a charge. The patient will undergo a revision of the ipg and the lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient has a non-bsc lead. The patient was also experiencing communication issues between the remote control and the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that several contacts on the patient¿s lead were showing high impedances and the ipg was not holding a charge. The patient will undergo a revision of the ipg and the lead will be replaced.

Manufacturer narrative:
Expiration date: ni, additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that several contacts on the patient¿s lead were showing high impedances and the ipg was not holding a charge. The patient will undergo a revision of the ipg and the lead will be replaced.